Event description:
A healthcare professional reported that following an intraocular lens (iol) implant procedure, multiple unhappy patients with waxy vision or had a best-corrected visual acuity (bcva) of 20/25 or worse with no explanation. Lens was explanted during an secondary procedure. Additional information has been requested; however, further information has not been received.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).